Event description:
It was reported that during a left l1/s2 replacement procedure (related manufacturer reference number: 1627487-2024-09899, 1627487-2024-09900), the physician accidentally pulled out the right l1 lead while removing the left l1/s2 leads; therefore, the right l1 lead was also replaced via surgical intervention on (B)(6) 2024. Therapy was restored post op.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.